Event description:
Nurse has swabbed patient's throat for strep screen. When preparing the swab to send to the lab after obtaining the sample, nurse squeezed the ampoule to preserve the sample and the glass ampoule broke the outside container and cut the nurse's finger.====================== health professional's impression======================possibly user error, may have squeezed to hard. Have not had any other reports of this occurring.